Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided stated a tampon came apart upon removal and pieces remained inside the consumer's body. The information provided indicated that the consumer experienced pain and burning in the cervix.